Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with their implantable cardioverter defibrillator exhibiting far p-wave over-sensing. No intervention was made. Patient was in stable condition.